Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 25 mg/dl. It was stated that the customer had a compact bone fracture and eye surgery prior to the event, and the father felt that her poor vision may have caused the customer to over infuse insulin. Troubleshooting was performed. The insulin pump was programmed correctly and the reservoir volume matched the amount in the reservoir. It was stated that the customer would be speaking to the healthcare professional about reviewing the insulin pump settings. Nothing further was reported.